Event description:
The following information was provided: pt. Presented with a ppfx of the right-distal femur, from a fall, above a previously implanted triathlon ps-tka. No info was provided as to when the tka occurred. Dr. Performed a retrograde im-nailing and swapped out the ps-insert as necessary to access the intercondylar ps-box. No complaints filed against the components themselves, no further info available.